Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) lost bi-ventricular pacing due to radiation treatments, causing the device to change to safety mode.